Event description:
Pt found unresponsive; red tinged plug found in distal end of inner cannula of tracheostomy tube obstructing ventilation. Manual resuscitation through tube very difficult, therefore tube replaced.